Event description:
The mechanical button 1 gets stuck, thus preventing the plug to detach/can't deploy the plug. Patient harm occurred patient developed a hematoma pt is on blood thinners. Vendor notified. Manufacturer response for vascular closure device, mynx control 6/7fr closure device (per site reporter).